Event description:
A computed tomography (CT) scan was performed on (B)(6)2023 which noted thrombus or bio debris just beyond the left vad bend relief that resulted in severe luminal stenosis. On (B)(6)2023 the patient was taken to the operating room for incision of the bend relief with immediate removal of a large amount of bio debris, which resulted in immediate improvement of vad flows.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no diagnostic images were provided for review and the device remains in use. Additionally, the low flow alarms were unable to be confirmed, as no log files were provided for analysis. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported eogo and low flow alarms could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the reported events; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number 3400300000-2023-0000061 was received 15oct2024. A1: patient identifier not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient was at home on (B)(6) 2023 when the ventricular assist device (vad) began alarming for low flow while the patient was taking out the trash. The vad team was called, and they directed the patient to drink water, the alarms persisted so the patient was advised to present to the clinic for direct admission. A computed tomography (CT) scan was performed on (B)(6) 2024 which noted thrombus or biodebris just beyond the left vad bend relief that was resulting in severe luminal stenosis. On (B)(6) 2024 the patient was taken to the operating room for incision of the bend relief with immediate removal of a large amount of biodebris which resulted in immediate improvement in vad flows.